Manufacturer narrative:
The reported events of stylet could not be removed and "electrode was broken" was confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead found that the connector pin and connector cap were pulled out of the connector assembly. The cause of the reported event of stylet could not be removed was isolated to the bunching of the stripped stylet, polytetrafluoroethylene (ptfe ) coating and inner coil. The cause of the reported event of "electrode was broken" was isolated to procedural damage. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a procedure. After fixing the lead in a target position with multiple attempts at repositioning, the guide wire could not be pulled out of the lead. The physician believed the lead malfunctioned. The lead was broken/damaged after the guide wire was pulled out. The lead was exchanged. The patient was stable